Event description:
Serious rash with use; my son recently started getting a severe rash when using his dexcom g6 continuous glucose monitor. He was told by dexcom that they are using a new adhesive for the g6. We have found numerous posts and dedicated sites for the number of people that are experiencing this very serious rash since dexcom made this change. FDA safety report ID# (B)(4).